Manufacturer narrative:
Product event summary:the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. Dried tissue/body fluid in the sleevehead prevents the helix from extending and retracting. This is not a lead failure. The lead was returned with dried blood on the helix and within the sleevehead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, the physician was unable to position the right ventricular (rv) in the target location due to p atient anatomy and it was noted the lead dislocated after fixation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.